Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir compartment has cracked on the pump. The customer¿s blood glucose level was unknown. Customer stated that case on the pump is broken, around the area where the reservoir compartment is. The customer was assisted with troubleshooting. . Customer reports damage to the pump. Customer stated reservoir compartment is loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, missing reservoir tube o-ring and broken battery tube threads. The p-cap locks into the reservoir compartment properly noted.